Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "the emt-p stated she followed the proper landmarking and insertion of a 25mm needle in the proximal tibia and the needle separated from the hub at the point where the needle and hub meet. The hub stayed intact but came off of the needle. She then removed the needle and performed another insertion on the opposite tibia with a 45mm needle with the same issue. At this point a second emt-p stepped in and inserted another 25mm needle in the tibia without problem. A few minutes after our call I received an email and call from the quality & clinical manager stating she interviewed the 2nd emt-p and found the 1st emt-p was inserting on the lateral side of the tibia instead of the medial. The manager now believes this is a user issue and not a product issue". No report of patient harm or injury. The patient status is reported as "critical". See associated MDR #3011137372-2024-00031.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The ez-io needle IFU states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A review of the certificate of compliance was performed, and no relevant findings were identified. The certificate of compliance certifies the lot meets the quality system requirements and specifications. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states "the emt-p stated she followed the proper landmarking and insertion of a 25mm needle in the proximal tibia and the needle separated from the hub at the point where the needle and hub meet. The hub stayed intact but came off of the needle. She then removed the needle and performed another insertion on the opposite tibia with a 45mm needle with the same issue. At this point a second emt-p stepped in and inserted another 25mm needle in the tibia without problem. A few minutes after our call I received an email and call from the quality & clinical manager stating she interviewed the 2nd emt-p and found the 1st emt-p was inserting on the lateral side of the tibia instead of the medial. The manager now believes this is a user issue and not a product issue". No report of patient harm or injury. The patient status is reported as "critical". See associated MDR #3011137372-2024-00031.